Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that the cardiac monitor exhibited intermittent under sensing. The patient would be monitored.